Manufacturer narrative:
In a gfe response from the customer , it was confirmed that the replacement of the power supply and the power harness cable resolved the device issue. The device was confirmed to meet specifications and was returned to patient use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: customer called back stating the fault had returned following cable reseating. The remote service engineer suggested to the customer to order a replacement power supply, power harness cable, and power management (pm) printed circuit board assembly. Customer ordered the power supply and power harness cable and installed them. The customer stated that there were performing a multi-day test of the device and that the test was still ongoing at the time of the gfe response. The customer confirmed that the replaced power harness cable and power supply will be returned to philips for evaluation. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there's no alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was showing no ac power. The rse performed troubleshooting with the customer and when the device was plugged into wall power, ac power was showing. The customer stated that their coworker had reseated the cable inside and the device was now showing ac power. This investigation is ongoing.